Event description:
It was reported that on an unknown date, an unspecified xience sierra stent was implanted in the left anterior descending artery for angina pectoris. Dual antiplatelet drug therapy (dapt) was stopped on an unknown date as the patient had a cancer. Two months later on (B)(6) 2019, in-stent thrombosis occurred and angiography confirmed this. On the same day, a percutaneous coronary intervention was performed. Reportedly, the outcome of stent thrombosis was resolving. Per the physician, stopping dapt and patients history of cancer was the reason for the thrombosis and not the device. No additional information was provided. Subsequent to filing the initial MDR, the following information was received: the patient had underlying diseases of heart failure (stage b) and myocardial infraction. The xience sierra was implanted in the proximal left anterior descending artery and was dilated at 16 atmospheres. The stent implanted was a 3.50x48mm xience xpedition and not a xience sierra. The stent was implanted on (B)(6) 2019. Dapt was stopped on (B)(6) 2019 and aspirin was discontinued on (B)(6) 2019. The proximal lad lesion was non-tortuous, non-calcified with 90% stenosis. Post-dilatation was performed three times when the xience xpedition was implanted. After stent implant, ivus confirmed no issues on stent apposition and blood flow. On (B)(6) 2019, the patient complained of chest pain. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Brand name updated from xience sierra to xience xpedition catalog no/lot no were updated from unk xience sierra/unk to: 1078350-48/8081341. MFR site - contact office first and last name was updated from (B)(6)to (B)(6). Manufacture site changed from (B)(4) to (B)(4).

Manufacturer narrative:
D6: estimated date of implant. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unspecified xience sierra stent was implanted in the left anterior descending artery for angina pectoris. Dual antiplatelet drug therapy (dapt) was stopped on an unknown date as the patient had cancer. Two months later on (B)(6) 2019, in-stent thrombosis occurred and angiography confirmed this. On the same day, a percutaneous coronary intervention was performed. Reportedly, the outcome of stent thrombosis was resolving. Per the physician, stopping dapt and patients history of cancer was the reason for the thrombosis and not the device. No additional information was provided.